Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens broken. Based on the result, we concluded that it was caused due to an excessive force applied on the objective lens. In addition, we confirmed that the light guide cable buckled; however, it is not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.